Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system,it was reported that the draping was caught in the gantry. Field service engineer requested quoting 2 hours of labor. Technical service generated quote.field service engineer account team to review quote and forward to customer. Codes:b01,c07,d20. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received the information regarding an imaging system being used outside of procedure. It was reported that they were having trouble opening it. When they go to perform a spine it was jumping( caller was not sure what was jumping).no patient present.